Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:17:42. During night drain cycle five, the patient's ultrafiltration reading was 1037ml, indicating the home patient (hp) drained 1037ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1037 ml during therapy initiated on (B)(6) 2012 at 21:17, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2012 at 21:17. A partial fill was delivered during fill 5/5 of 1346 ml, which was less than the expected volume of 1500 ml. Review of the event log revealed the cycle five drain was completed, and the user's actual drain volume during cycle five was 2381 ml. The actual drain volume of 2381 ml is 159% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.